Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus not requested by the customer. Customer declined to verify in bolus history and customer also declined to upload to t:connect for tandem technical support to investigate. There was no reported adverse impact to the customer's blood glucose level.